Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient's ipg was explanted and replaced on (B)(6)2021. Therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. It was reported that the patient¿s ipg became inoperable after not being charged for at least a month. As result the patient may undergo surgical intervention on a later date.

Event description:
It was reported the patient is without stimulation as they ceased charging the implantable pulse generator (ipg) for over a month. Replacement of device may take place at a later date.